Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patient underwent an unrelated surgical procedure wherein leads were damaged. As a result, surgical intervention was undertaken wherein one of the patients leads were explanted and replaced and an additional lead was placed to address the issue. It is unknown which lead was replaced.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received. Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8477819.

Event description:
It was reported that patient underwent an additional lead placement on (B)(6) 2023 for an unknown reason.